Event description:
It was reported that the patient's vns had reached 8-15% battery life, and the patient has been having increased seizures. Patient was for vns replacement referral. A review of device history records showed that the generator was sterilized and passed quality control inspection prior to distribution. The physician was reportedly unable to assess the seizure level. The believed cause of seizures and relation to vns is patient physiology. Other factors that could be contributing to the increase in seizures are the patient's condition, the environment and infection. The generator was confirmed to have been replaced. The suspect device has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to dat.

Manufacturer narrative:
B1: type of report, corrected data: the initial reporter inadvertently selected both adverse event and product problem. Only adverse event should have been selected. B5: describe event, corrected data: the initial reporter inadvertently left out relevant information g3: date received by manufacturer, corrected data: the initial reporter inadvertently used the incorrect date (07-aug-2025) on report #0. The correct date should have been 06-aug-2025. H6: impact code, corrected data: the initial reporter inadvertently left off a relevant code h6: type of investigation, corrected data: the initial reporter inadvertently left off a relevant code

Manufacturer narrative:
B5, describe event or problem, corrected data: initial MDR submitted inadvertently without detail that the device was explanted for prophylactic reasons.

Event description:
It was clarified that the generator replacement was prophylactic.